Manufacturer narrative:
Further follow up provided reports that the lens was replaced with a model z9002 lens. The patient was reported in good condition post-op. No further information was provided. Device available for evaluation?: yes, returned to manufacturer on 08/07/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was removed and replaced within the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced as the haptic tore the capsule bag. Further information reported the event occurred due to loading error with the lens. The lens was replaced within the same procedure. No further information was provided.